Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-05633, 1627487-2022-05634, 1627487-2022-05635. It was reported that one lead - the left l1 lead - had fractured and remaining three leads were providing ineffective stimulation. Surgical intervention was undertaken wherein all four leads were explanted and replaced. Effective therapy was restored.